Manufacturer narrative:
One trapliner was returned for evaluation. A manufacturing record review was completed and no related nonconformances were found supporting the device met material, assembly and performance specifications. A returned product evaluation was completed. The catheter pushrod and distal shaft were separated at the hypotube ribbon weld. The most likely root cause for the separation is operational context and unintended user error. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage."

Event description:
Complex pci of the rca. Difficulty engaging a 6fr guide catheter. Once engaged used 6fr trapliner for added support, but minimal extension was outside of the guide catheter. We were unsuccessful in getting microcatheter past lesion so removed trapliner in order to use a rotational atherectomy system. Trapliner was then reinserted and resistance was felt in the last 10cm of the microcatheter, but there were no issues with continuing. The trapliner balloon was then inflated to trap the wire and in order to trap in the catheter, however, the balloon wouldn't inflate. All trapliner balloon inflations were done at 14atm. It was determined that the trapliner needed to be removed to replace with a 6fr guideliner. During removal of the trapliner outside of the patient, the trapliner guide extension separated from the hypo-tube in the hemostasis valve. No injury or impact reported.